Event description:
It was reported that the user announced a dinner, did not eat, then fell asleep, and later began eating with a measured blood glucose of 175 mg/dl, at which point the agent advised announcing the meal; this reflects an accidental meal announcement and subsequent troubleshooting and education. No reported symptoms included. Outcomes included temporary inconvenience without reports of injury, medical intervention, or hospitalization. Investigation included customer interview and case review. Investigation of this case revealed use error related to timing of meal announcement relative to actual food intake. It was concluded that the device functioned as designed and that user education on appropriate meal announcement timing was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.